Manufacturer narrative:
Analysis found that there was a residue consistent with biological contaminants on the device. Visually, the distal tip had broken off the inner cutter. The portion that became detached was not returned however it would have measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 1st distal tooth while moving in a cw direction which resulted in the observed break. There was no evidence of concentricity issues or bends in the returned tube / shaft assemblies. There was uneven wear at the cutting tip as well. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of the blade broke off when in use. Additional information received stated that there was 5 minutes delay while they opened another blade to use. The broken pieces of the blade were retrieved out of the patient. There was no patient or employee impact.